Event description:
On (B)(6) 2017 further information from the surgeon via the representative indicated that the patient will be "program" in (B)(6). The cause for the two overdoses was not determined.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: continuation of d11: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and daily dose and morphine with an unknown concentration and daily dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that just after filling, the patient ¿made an overdose¿. It was reported that the doctor did not change anything; there was the same dosage and same drugs in the pump (baclofen and morphine). It was reported that this was the second time that this event occurred. The first time this occurred, the doctor thought that they had made a mistake during the programming. The second time this occurred, the doctor verified and the patient ¿made again an overdose¿. It was noted that ¿in the bord, the doctor read ¿receive order bolus by doctor number (B)(6)¿¿. The doctor didn¿t program a bolus and the patient ¿haven¿t a ptm¿. It was reported that the patient was not experiencing any symptoms and that the patient is ok. There was no particular environment factor that may have led or contributed to the event. It was reported that surgical intervention did not occur and that there was no surgical intervention planned. It was noted that the ¿the doctor would know why the pump made a bolus alone after each filling pump¿. This issue was not resolved at the time of this report and the patient status was listed as alive ¿ no injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-15 a representative further reported that both overdose events occurred with the same patient and same pump, (B)(4). This pump was confirmed to have been implanted in (B)(6) of 2016 and not (B)(6) 2017 as previously captured. The specific date of the first overdose occurrence was not provided but reported that it occurred just after the refill. Regarding this first overdose incident, as reported the needle was confirmed to be fully inserted in the fill port septum. The specific symptoms of overdose dose were requested but it was reported as ¿symptoms overdose¿. Diagnostics/troubleshooting of this initial overdose incident was reported as ¿overdosage symptoms¿. Regarding the second, and most recent overdose incident, the representative reported that the exact date of the refill was not known, it was unknown if it occurred on (B)(6) 2017. For this second incident ¿he¿ confirmed that the needle was fully inserted into the fill port septum and there were ¿two doctors to control¿. The specific symptoms of overdose dose for this second incident were reported as ¿symptoms overdose¿. Diagnostics/troubleshooting of this second overdose incident was also reported as ¿overdosage symptoms¿. The actions/interventions taken to resolve both the first and second overdose incidents were reported that the physician had told the representative that the patient preferred changing the pump. Of note, the following information was previously reported in manufacturer report # 3007566237-2017-00389 and noted to be a duplicate: information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen and unknown morphine (unknown concentrations and doses) in an implantable pump for an unknown indication for use. On an unknown date, the patient experienced an overdose just after pump refill. The hcp did not change concentration or dosage. It was thought the pump logs indicated a bolus occurred, but no bolus was programmed and the patient did not have a personal therapy manager (ptm). It was stated the clinician programmer read "receive order bolus by doctor number 26" [interpreted as message 26 "physician bolus command received]. It was reviewed with the manufacturer representative that this was one of the seven standard events logged in the session report following an update. This was reportedly the second time this issue occurred after filling. Furthermore, the hcp found "a little difference" when the pump was emptied; expected 4ml and aspirated 5ml of drug (this was also reported as "they wait 4ml and get drugs out of 5 ml".) The patient had no problem during the "diffusion of drugs." The patient was ok as of (B)(6) 2017. The hcp wanted to understand why the issue occurred. It was noted the pump was replaced in (B)(6) 2016. No further information was provided. Any further information concerning this event going forward will continue to be captured in this current manufacturer report # 30042 09178-2017-01928.